Event description:
It was reported that a pop sound was heard from the bd safetyglide¿ needle during the men-c injection, causing the vaccine to spray out of the hub. The following information was provided by the initial reporter: "level of harm: no apparent harm - reached patient/person, inconvenient... Incident details: given men-c vaccine and a pop sound occurred when administering causing vaccine to spray out of hub. Blocked needle? Impact of incident: client needing to be reimmunized with men-c vaccine to ensure full dose was given. Who was affected? Patient".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.